Event description:
It was reported that a linx device had a bad erosion.

Manufacturer narrative:
(B)(4). Exact implant date is unknown. Implant date was 2013. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: what was the date of implant? 2013 (no specifics). What is the product code? Not available. What is the lot number? Not available. What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Pain on swallowing. Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Ogd month before the removal to identify the erosion. Are pictures or videos available? No. How many beads eroded? Not known. Where were the eroded beads positioned? Not known. Which best describes the device removal approach? Laparoscopically removed the entire device. Was the patient stented? No. What is the current condition of the patient? Went home uneventfully after a contrast study. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4); date sent: 10/5/2022. Investigation summary overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found.